Event description:
It was reported that patient presented via merlin.net transmission after receiving a vibratory alert for high, out of range, high voltage lead impedance. Patient was asymptomatic. No noise was observed on the lead. Patient later presented to clinic and was fitted with a life vest and plans for lead explant were made for the following week. The patient was sent to another city as per family¿s request. No further information available.

Event description:
New info received. Patient presented for an upgrade of their device. The lead was capped on (B)(6) 2017. Patient is stable and will continue to be monitored.